Manufacturer narrative:
During inflation of a 6x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at four (4) atmospheres (atm). It was unknown how the procedure completed, but it was successfully completed. There was no reported patient injury. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The saber was delivered to the lesion and inflated. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was in an acute bend. The device was not returned for analysis. A device history record (DHR) review of lot 17322908 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a 6mm4cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm). It was unknown how the procedure completed. But it was successfully completed. There was no reported patient injury. The product will not be returned for analysis. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The saber was delivered to the lesion and inflated. The patient¿s information was unknown.